Event description:
It was reported that the user of an ilet system was announcing meals to use the resulting insulin doses as corrections rather than as nutrition entries. Symptoms included hyperglycemia peaking at 375 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem was identified, and the behavior was characterized as an improper or incorrect method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.